Manufacturer narrative:
H3: product ID: 1845010: during the incoming inspection, the reported issue could not be duplicated; however, due to bearing deterioration, it was observed that an abnormal sound occurred during operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 :it was found in the initial analysis that the burr cannot be secured. As a result, the overheating test could not be conducted. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845010, product description: attachment 1845010 indigo otol straight, serial/lot #: (B)(6), UDI#: (B)(4), h3: product ID: 1845010: it was found in the initial analysis that the was abnormal sound during operation due to bearing deterioration. H6: product ID: 1845010: fdd a12, a1005, fdm b01, fdr c0201, c07, img g04011, and fdc d02 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the indigo handpiece and attachment were overheating and bur could not be inserted. There was no known patient impact.